Event description:
It was reported a patient experienced a break in aseptic technique, which caused peritonitis manifested by abdominal pain and cloudy drain coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized for the event. The patient was treated with amikacin and vancomycin (doses, frequencies and routes not reported) for peritonitis. On an unreported date, the patient had fever, abdominal pain, operation site pain (due to post reposition of catheter), and cloudy effluent. Outcome for the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was not recovered from the previously reported peritonitis event. The patient still had abdominal pain, cloudy dialysate and a fever (unspecified) as a manifestation of the peritonitis. Antibiotic treatment with amikacin (12.5mg ¿per lpds¿, frequency and route not reported) was ongoing. On an unreported date, the patient was treated for the peritonitis with ciprofloxacin (500 mg, twice a day, route not reported). Twenty eight days after the initial hospitalization (duration not reported), the patient was hospitalized for abdominal pain, a manifestation of peritonitis. At this time, treatment with amikacin (12.5 mg/l) for peritonitis was still ongoing. The duration of this hospitalization was not reported. However, eighteen days after being admitted, the patient was again hospitalized for abdominal pain, a manifestation of peritonitis (duration not reported). At this time, it was reported that the patient had good inflow and outflow and hazy effluent. Should additional relevant information become available, a follow-up will be submitted.